Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test and lost sensor due to faulty connector on radio frequency board. The alarm history could not be verified due to alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported the customer had lost sensor alarms with their sensors. Customer's mother also reported the insulin pump alarmed failed self test. Customer's blood glucose was 132 mg/dl. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.